Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the belt failed a therapy electrode recognition test. The cause for the failure was isolated to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force no adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt's therapy electrodes were non-functional.